Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Burr stated to give metallic faces inside joint, the surgeon comments that he didn´t use any extra force. Actually this time even less force than he sometimes use for other surgeries. He has never seen this metallic flakes before and have used the system for over 1 year. The new was that during this surgery he tried 8.000 rpm from normally usuing 6.000 rpm, so suspicion is that it has to do with the rpm? The procedure was completed with same like product. Additional information was received via email by the affiliate on 2-26-16. Type of procedure was knee. The metal shavings were removed by another shaver blade being used. This failure did not extend the procedure time greater than 30 minutes.

Manufacturer narrative:
The complaint devices were received and evaluated. Visual observation revealed that the distal end of the outer shaft is chipped with a significant portion of the tip missing. The blade¿s threads are also chipped and marked at the same level as the outer shaft chip. The inner shaft has no other striation marking other than the distal tip. The chipping in the device is often consistent with the device hitting hard bone causing the wear at the distal tip on the inner blade. A possibility is that the chip or bend in the outer shaft could have interfered with the blade and caused the metal shavings. Other than this possibility a root cause could not be specifically determined. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints that were received along with this complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).